Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals, a lead impedance warning and oversensing during ventricular tachycardia (vt) episodes were noted on the right ventricular (rv) lead. The lead polarity was reprogrammed to unipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals, a lead impedance warning and oversensing during ventricular tachycardia (vt) episodes were noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.